Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and onestep cable were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device and onestep cable were put through extensive testing including bench testing and stressing without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found "ECG lead off" messages. This is an indication that one or more leads are not properly attached to the patient or the device. Per the r series operator's guide: the r-series does not need any ECG electrode cable connected when using onestep pacing electrodes or onestep complete electrodes along with a onestep pacing cable. The onestep pacing cable must be connected to both the mfc and ECG connectors of the r series unit. But if a user connected the onestep mfc cable for pacing, they also need to connect the ECG electrode to capture the pacing. Additionally, if the p-leads are not making proper contact to the patient, ECG signal may not be obtained or lost. R-series do not capture ECG signal through pads in pace mode, ECG leads/p-leads are a must to capture ECG signal from patient in pace mode. The device was recertified and returned to the customer. No trend is associated with reports of this type.